Manufacturer narrative:
Siemens completed the investigation of the reported event. The root cause of the reported isocenter shift between the drrs and the portal images could not be determined. The event might be attributed to the unfortunate summing of minor deviations below the threshold at different sub-components or it may be attributed to wear and tear. No systematic issues were discovered. The room lasers were adjusted. A star shot was verified with different blds to exclude eventual mechanical looseness of carriage/jaw. The gantry was recalibrated especially with respect to the 180-degree cw and ccw positions being captured identically. No further action is warranted at this time.

Manufacturer narrative:
Siemens was told by the user that they performed a full geometrical calibration of the machine during april 2018. After the recalibration the matching was improved but sporadically they have seen negligible discrepancies with regard to the reticle again. Investigation is on-going and a supplemental report will be submitted should further information become available. Resubmission of initial report due to report code error.

Event description:
It was reported to siemens on (B)(6) 2018, that a malfunction occurred while operating the syngo rt therapist. When the operator was performing the qa plan with a phantom, on image review they sporadically observed discrepancies between the machine isocenter and laser and imager. When the user was loading a reference image they noted that the green reticle does not match exactly the isocenter of the reference range; therefore, also the portal image did not match the isocenter. No injury or mistreatment to a patient has been reported.